Event description:
A customer reported the equipment presented chamber instability during a cataract with intraocular lens implant procedure. The pt experienced a capsule rupture. Following a delay greater than 15 minutes, the procedure was completed with the same equipment. No procedures were canceled due to the reported event.

Manufacturer narrative:
The company service representative examined the system and replaced the irrigation pressure sensor (ips). The system's hardware and software was updated. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).